Event description:
The ablation catheter distal signal was very noisy. The catheter was removed and replaced without incident or harm to the patient. Manufacturer response for ablation catheter, thermocool smarttouch ablation catheter stsf (per site reporter) clinical site notified manufacturer representative directly.